Event description:
It was reported via user medsun: (B)(4) that catheter issue occurred. An opticross 6 hd was selected for the ultrasound examination of the target lesion. During the procedure, the catheter could not be removed over the unknown wire. The wire and catheter were successfully removed together. No patient complications were reported.

Manufacturer narrative:
D2b: pro code (product code) itx, obj.